Event description:
Complaint - central screw of baseplate implant broke while being installed. Central screw was left in patient. New hole was drilled and an additional implant was installed next to the original hole.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2023-00889; 508-32-204, s801 - device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.